Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve the gripper line, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the mitraclip IFU states that if the user is unable to establish gripper line removability (eglr), stop and remove the clip delivery system. All available information was investigated and the reported difficulty grasping the leaflets was likely a result of patient morphology/ pathology. The reported inability to remove the gripper line appears to be a result of user error, as the clip was deployed even though eglr was unsuccessful. The reported patient effect of gripper line left in the patient appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). One clip was implanted without issue. The second clip was delivered to the leaflets, but grasping was difficult. The leaflets were grasped and gripper line removability test showed that the gripper line was unable to be removed despite trouble shooting maneuvers. Due to the difficulty grasping, the decision was made to deploy the clip and leave the gripper line in the body. The gripper line was cut at the groin and left in the anatomy. Mitral regurgitation grade was reduced grade 1-2 with two mitraclips. No additional information was provided.